Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction "switch on safety mode due to tf 341009" can lead to a delay in the therapy since the ventilator cannot be used . Eventually a new ventilator needs to be prepared. The root cause of the switch on safety mode was determined to be an unintended use of the suctioning tool in conjunction with a closed suctioning system having as effect an incorrect interpretation of the situation. The correction in this case was to strictly follow the instruction for use. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event, while the medical device was used for treatment (in ventilation phase). There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event.

Event description:
Received phone call with advice on how to proceed with alarm screen saying ambient mode. I did ask if they were attempting suctioning manuvers (based on logs) but they claim no. Log review request: device type and serial number (e.g hamilton t1, sn: (B)(6) hamilton c3, serial#: (B)(6). Date of occurence (e.g on (B)(6) 2018) on (B)(6) 2020. Time of occurence (i.e. Morning, between 8-11am) morning approximately 2am. Issue with vent (e.g. Shuts down, won't calibrate, etc) "blank screen, red flashing alarm "safety ventilation" ventilator not functioning". Was the vent on a patient? Yes. Was there patient harm? No. Can biomed replicate problem? Have not attempted to replicate. Downloaded logs and sent to hamilton tech support. Awaiting instructions on how to proceed. Steps biomed took to find / fix problems? (I.e. Checked flows, replaced parts, etc) none yet. Awaiting tech support instructions. According to (B)(6), he did a full service software testing and everything passed (awaiting those logs). The only test that did fail was the capacitor alarm test. Informed customer at very least we'd be replacing the mainboard. Any extra advice would be helpful but I plan on checking the blower, mainboard and driverboard on this device.